Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2023 and topical skin adhesive was used. There is a stain on component in pack. No patient harm was reported. No device will be returned. A photo was provided, upon analysis of photo it was observed foreign matter on the component.

Manufacturer narrative:
Product complaint (B)(4). Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: this is an analysis for a photo submitted for evaluation. No product sample was received. During the visual analysis, the following was observed: the photos show a package with product code, with a foreign matter inside the package. The foreign matter in the package stain have been correlated to the manufacturing process. Based on the information currently available, the foreign mater in the package was identified during the photo analysis. No product is available for return. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.